Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. The device was received with cracked case at the display window corners and battery tube, scratched screen, missing end cap sticker, and loose/flush drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cracks in the case and the customer did not know how it happened. The drive support cap did not appear to be damaged. No further information was provided.